Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state. Visual and microscopic inspection of the device found that the stent delivery wire (sdw) was kinked likely due to handling. The stent was deformed and broken as well. Functional test could not be performed as the stent was returned deployed. Information available indicated that the ¿stent would not advance or deploy through microcatheter.¿ the returned stent was found deployed, deformed and broken. This defect most likely occurred during stent withdrawal from the microcatheter with excessive force, after unsuccessful advancement. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent was found to be prematurely deployed and broken. No consequences to the patient were reported.